Event description:
Patient reported rupture, capsular contracture baker grade unknown. Later patient reported, small amount of discharge from the nipples, small nodules and cysts. This relates to the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional later reported "gel had leaked beyond the implant shell and appeared slightly unclear." The event of cyst is not device related. The event of capsular contracture, baker grade unknown was confirmed to not have occurred. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Nipple discharge: unable to observe since it is not related to the device. Product discolored: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ nipple discharge: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ product discolored: no observed. ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional later reported "gel had leaked beyond the implant shell and appeared slightly unclear." The event of cyst is not device related. The event of capsular contracture, baker grade unknown was confirmed to not have occurred. Device has been explanted and replaced with non-abbvie device.